Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 3653 pulses and was deactivated by the user. A leak test found no leaks or tears in the fluid path. No other issues were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 301 mg/dl while wearing the pod longer than 48 hours on the leg. While patient was reporting this pod for high bg levels and a leaking pod, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied and a 2-3 unit correction was delivered. The patient's blood glucose history is as follows: time: 11:31am, bg(mg/dl): 288. 12:24pm, 292. 12:48pm, 301.